Event description:
Customer stated instrument reported false positive hcg results on 2 patient samples. There was no report of injury due to this event.

Manufacturer narrative:
The cause for the false positive hcg results is unknown.

Manufacturer narrative:
Siemens technical operation team investigated returned patient sample and instrument. Based on the data collected from this study, the customer observation of false positive hcg performance from clinitest hcg lot 045373 when tested on status+ instrument s/n (B)(4), was not reproduced.